Manufacturer narrative:
The battery was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The battery passed external visual inspection but failed functional testing. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a ptc1 ltp340f tyco raychem poly switch fuse assembly resistive welding connection between cell pair 3 and 4 making an intermittent connection with cell pair 3. The confirmed malfunction is related to the reported event. The most likely root cause of the failure is an improper weld, which likely contributed to the event. Heartware has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
The battery passed external visual inspection but failed functional testing. Internal review of the battery found the switch fuse assembly resistive welding connection between cell pair #4 and cell pair #3 was found lifted - open and making intermittent connection with cell pair #3. As a consequence of this malfunction is a result of improper resistive welding connection unto cell pair #3. While the exact cause of the reported event cannot be conclusively determined. As a result the battery failed to perform as per specification. The manufacture has an open action investigation, and a device history record review was conducted and no indication of any anomalies was found during assembly and testing of battery. Inspection records indicated there were no ncmrs generated that could be related to the reported event. Per IFU, spare, fully charged batteries should always be available. The system has multiple power sources available (ac adapter, dc adapter, and batteries). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical staff that the patient's battery would not charge while at their routine clinic visit. Battery was replaced with no reported consequences or impact to patient. It was found during testing that the battery had an open circuit. No additional information was reported.